Event description:
It was reported that when a patient presented for follow up, the right ventricular lead exhibited a high capture threshold. Exit block was suspected. The lead was explanted and replaced when repositioning was unsuccessful. The patient experienced no adverse consequences before and after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.